Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: michael had a lvp8100 sn (B)(4) failed patient side occlusion test during pm. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I reviewed test process with michael and found out he used the same 8100-rcs for rate test and patient side occlusion test for over 100 times. I advised michael the rate calibration set (8100-rcs) is only good for 60 uses. I recommended michael to replace a new set and make sure he document number of uses. I suggested he use a regular IV set for patient side occlusion. If michael still have issue, he will call me back.